Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log could not be downloaded as the device was received inoperable. An internal/external visual inspection was performed. There was no external physical damage; however, a burnt odor was observed eminating from the device. The device passed all calibration tests; however, the simulated-use testing could not be completed as the device was received inoperative. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sample analysis revealed that the direct cause of the problem was a burnt solid state relay on the accomp board. The device was scrapped due to internal smoke damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device emitted a burning rubber smell after the device lost power. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.